Event description:
Related manufacturer reference number: 2938836-2020-01020 it was reported that myopotential oversensing and noise resulting in inhibition was observed on the lead and device via remote transmission. The noise was not reproducible. Programming change was made. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential oversensing and noise resulting in inhibition was observed on the lead via remote transmission. The noise was not reproducible. Programming change was made. The patient was asymptomatic and will continue to be monitored.